Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The initial reporter states that the side port opened two minutes after pump/dosing started. Spillage of less than 0.5ml of study drug was observed. Port was recapped. No interruption is dosing. Nj tube was pulled after dosing; no kink noted in the tube.

Manufacturer narrative:
One sample with unknown lot number was received for evaluation. After performing functional inspection per procedure; the dual port adapter was dipped in water and all caps/ports were closed securely, making sure that the caps were fully seated and secured before proceeding. An air pressure source was then plugged into the feeding tube port of the adapter pressurizing to 8 psig. The adapter was then submerged under water and no leakage was observed. The reported condition was not confirmed. The DHR (device history record) file was reviewed indicating that product was released meeting all quality standard requirements. The process is running according to product specifications meeting quality acceptance criteria. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.